Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the tip of this needle broke off while trying to pass the suture. The broken tip could never be found and the surgeon believes the fragment was left in the patient.